Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was returned for evaluation. Photos were provided for review. The helix was broken at 11 cm distal. Therefore, the investigation is confirmed for the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the FDA rn number and manufacturing location for the straub product was selected as 2020394 and unknown due to system limitations. The correct FDA rn number and manufacturing location are 3008439199 and straub medical us. H10: d4 (expiration date: 11/2023),

Event description:
It was reported that post procedure through the cfa and during retraction, the helix of the device allegedly broke. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, the photos were provided for review. The investigation of the reported event is currently underway. The FDA rn number and manufacturing location for the straub product was selected as (B)(4) and unknown due to system limitations. The correct FDA rn number and manufacturing location are (B)(4) and (B)(4). (Expiration date: 11/2023).

Event description:
It was reported that post procedure through the cfa and during retraction, the helix of the device allegedly broke. There was no reported patient injury.